Event description:
With the table top angulated to the vertical position, the pt stepped on to the footrest at which time it came loose from the table causing the pt to fall. A minor abrasion to the pt's leg was reported to have occurred. Also, the pt complained of increased discomfort in the lumbar region after the accident.